Event description:
Disposable speculum inserted by md, opened when correctly positioned. Upon completion of exam, md unable to unlock speculum for removal. Speculum removed in the open position causing some discomfort to patient. No patient injury.